Event description:
It was reported that the patient had a pneumothorax several days post implant as a result of the implant procedure. The patient was treated with a chest tube and is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.